Manufacturer narrative:
Arjo was notified about an event with involvement of concerto shower trolley. It was reported by the customer facility that when they were using the device with the resident on it, the stretcher tilted to one side allowing the resident to fall to the floor causing her to hit her head on the floor. The patient sustained a bump on the head and was taken to the emergency room, but no treatment was required. The device was taken out of use and evaluated by the arjo representative. Upon the device inspection 3 of the 4 bolts that attach the metal mounting bracket (plates) onto the one side of the trolley's stretcher were stripped out of the stretcher. This caused lack of proper connection of stretcher with the device frame, which in consequence was able to tilt. Moreover, the stretcher was damaged at the edges and the paint layer was scratched off in a few spots on its side rails (including head and end support). This shower trolley was used at the facility as a transport to and from the shower room and the damages e.g. Scratches were also noticed of the bathroom¿s door frame. The device was not repaired as the customer planned to replace the device with other shower trolley, so was removed from use. The involved device was under the arjo service agreement and the last preventive maintenance was carried out in (B)(6) 2019. According to the report from this service no stretcher malfunction was noticed. The concerto shower trolley is intended for assisted hygiene care especially showering and bathing of residents in care environments. This equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use (IFU). The concerto shower trolley is subject to wear and tear, so the care and maintenance actions must be performed when specified to make sure that the product remains within its original manufacturing specification. Please note that instructions for use (IFU; 04.ba.05_9 dated on june 2013 delivered with the involved device) inform that the customer personnel with sufficient device knowledge should perform regular checks of the device to detect any signs of wear: ¿every week: check mechanical attachments: tilt the stretcher. (¿) when tilted check for cracks in the stretcher.¿ the concerto IFU also provides user with supporting figures showing devices areas which should be controlled during preventive maintenance activities. Moreover, in reference to the IFU the caregiver should perform a thorough inspection of the device before each use to in order to detect damages and confirm that all parts are in place. If any part is missing or damaged the product should not be used. Based on the collected information including photographic documentation the device had signs of damages not only on the stretcher area where missing screws should be attached, but also on ends of the stretcher and supports, which was considered related to the damaged door frame. Therefore, the most probable root cause is considered to be related to wrong handling of the claimed device and lack of proper preventive maintenance checks. In summary, according to the customer allegation, the stretcher was partially detached from the frame and unstable, due to missing screws, so the device did not perform as intended. The shower trolley was used for patient hygiene and in that way it played a role in this event. This complaint was decided to be reported to the regulatory authority due to indication of a device malfunction, which contributed to the patient fall and an injury occurrence.

Manufacturer narrative:
The device was taken out of use and evaluated by the arjo representative. Upon the device inspection 3 of the 4 bolts that attach the metal mounting bracket onto the one side of the trolley's stretcher were stripped out of the stretcher. The investigation is on-going and additional information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of concerto shower trolley. It was reported by the customer facility that when they were using the device with the resident on it the stretcher tilted to one side allowing the resident to fall to the floor causing her to hit her head on the floor. The patient sustained an injury and was taken to the emergency room, but it is unknown what type of injury occurred and if any treatment was applied.